Event description:
It was reported during the procedure the icf100 intraclude balloon migrated onto the aortic valve and the left main coronary was blocked causing the heart to fibrillate. During closing of the atrium the delivery of warm blood was initiated and the heart began to fibrillate. The surgeon noted on echo the balloon placement had migrated onto the aortic valve and the left main was blocked. He did not attempt to reposition since they could not see the balloon well enough in the ascending view on echo, instead the balloon was deflated and patient was cardioverted x3. The decision was then made to convert to open procedure and deliver warm blood via traditional cross clamp and cardioplegia needle. The heart was noted to still be soft and converted out of fibrillation. The patient was extubated and alert the next morning. Surgeon stated that he thought the patient might have converted had he waited a little longer, but he wasn't sure what was going on and made the decision to convert to a open procedure.

Manufacturer narrative:
The subject device is not available as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was unable to be performed, as the device lot number was not provided. Based on the information available the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed.